Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 18-apr-2025 to ensure that the initial concern was resolved - able to establish contact with customer who requested to perform control test. Control test was performed and result was within range. Customer did not indicate any concern with the glucose readings from the product.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 233, 198, 204, 177 and 195 mg/dl. The customer¿s expected blood glucose test result ranges are 90-150 mg/dl fasting pm / 110-120 mg/dl fasting am (customer works overnight). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/18/2026 and test strips were opened more than 4 months ago (expired). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a back-to-back blood test was performed by the customer pm fasting and produced test results of 189, 167 and 193 mg/dl using true metrix meter. The meter memory was reviewed for previous test result history: result 1: 233 mg/dl, date: (B)(6) 2024, time: 1:51pm fasting, result 2: 198 mg/dl, date: (B)(6) 2024, time: 1:32pm fasting, result 3: 204 mg/dl, date: (B)(6) 2024, time: 1:30pm fasting, result 4: 177 mg/dl, date: (B)(6) 2024,time: 5:26am fasting, result 5: 195 mg/dl, date: (B)(6) 2024, time: 2:35am fasting.